Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported after approximately 34 months of support on the lvad, the pt experienced driveline fault alarms that did not clear. Log files submitted for review confirmed the driveline fault and x-rays revealed one spot internally near the pump that could possibly be a slight kink. The MFR's technical services team performed a driveline evaluation and continuity test which determined a broken red conductor, although the location of break was not determined. A percutaneous lead replacement was attempted but when the new red conductor of the new percutaneous lead was connected, the pump did not start. The problem appears to be internal.

Manufacturer narrative:
The patient remains implanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of driveline fault alarms was confirmed based on the submitted log file; however a specific cause for the events could not conclusively be determined. The submitted log file also captured low speed, low flow and multiple pump stop alarms. During tech service's onsite evaluation and attempted percutaneous lead repair, the issue appeared to be internal. The pump and percutaneous lead were not returned for investigation. The device¿s approved labeling covers all alarms. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient continued on an ungrounded cable with no issues, until he ultimately expired on (B)(6) 2014 due to lung cancer and respiratory distress.